Event description:
As reported, a 6f exoseal vascular closure device (vcd) was used for hemostasis. When the device was slowly withdrawn at about a 45° angle, after the pulsatile backflow stopped in the blood indicator, the operator slowly withdrew the closure device about 1 cm and felt resistance, suggesting that the wire loop might have hooked the vessel wall opening. However, the indicator window did not change color. The operator continued to withdraw slowly, but the indicator window never changed color. Finally, the closure device was withdrawn, and manual compression was applied instead. There was no reported injury to the patient. The physician had many years of experience using the exoseal device. The surgery was a retrograde puncture using a 6f non-cordis short sheath. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). No abnormalities were noted prior to use. The vessel diameter was confirmed to be =5 mm, with no visible calcium, plaque, nearby stent, or stenosis greater than 50% at or near the puncture site. No resistance, friction, or excess force was experienced during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The sheath was retracted until it engaged with the indicator wire cowling and locked with the handle assembly with an audible click. However, the indicator window never changed to solid black. The vcd was securely locked to the vascular sheath introducer. The device will be returned for evaluation.

Manufacturer narrative:
Withdrew the closure device about 1 cm and felt resistance, suggesting that the wire loop might have hooked the vessel wall opening. However, the indicator window did not change color. The operator continued to withdraw slowly, but the indicator window never changed color. Finally, the closure device was withdrawn, and manual compression was applied instead. There was no reported injury to the patient. The physician had many years of experience using the exoseal device. The surgery was a retrograde puncture using a 6f non-cordis short sheath. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). No abnormalities were noted prior to use. The vessel diameter was confirmed to be =5 mm, with no visible calcium, plaque, nearby stent, or stenosis greater than 50% at or near the puncture site. No resistance, friction, or excess force was experienced during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The sheath was retracted until it engaged with the indicator wire cowling and locked with the handle assembly with an audible click. However, the indicator window never changed to solid black. The vcd was securely locked to the vascular sheath introducer. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. Additionally, a 6f non-cordis catheter sheath introducer (csi) was returned and inserted on the device. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was conducted. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever fully depressed, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18446471 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) was used for hemostasis. When the device was slowly withdrawn at about a 45° angle, after the pulsatile backflow stopped in the blood indicator, the operator slowly withdrew the closure device about 1 cm and felt resistance, suggesting that the wire loop might have hooked the vessel wall opening. However, the indicator window did not change color. The operator continued to withdraw slowly, but the indicator window never changed color. Finally, the closure device was withdrawn, and manual compression was applied instead. There was no reported injury to the patient. The physician had many years of experience using the exoseal device. The surgery was a retrograde puncture using a 6f non-cordis short sheath. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). No abnormalities were noted prior to use. The vessel diameter was confirmed to be =5 mm, with no visible calcium, plaque, nearby stent, or stenosis greater than 50% at or near the puncture site. No resistance, friction, or excess force was experienced during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The sheath was retracted until it engaged with the indicator wire cowling and locked with the handle assembly with an audible click. However, the indicator window never changed to solid black. The vcd was securely locked to the vascular sheath introducer. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) was used for hemostasis. When the device was slowly withdrawn at about a 45° angle, after the pulsatile backflow stopped in the blood indicator, the operator slowly withdrew the closure device about 1 cm and felt resistance, suggesting that the wire loop might have hooked the vessel wall opening. However, the indicator window did not change color. The operator continued to withdraw slowly, but the indicator window never changed color. Finally, the closure device was withdrawn, and manual compression was applied instead. There was no reported injury to the patient. The physician had many years of experience using the exoseal device. The surgery was a retrograde puncture using a 6f non-cordis short sheath. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). No abnormalities were noted prior to use. The vessel diameter was confirmed to be =5 mm, with no visible calcium, plaque, nearby stent, or stenosis greater than 50% at or near the puncture site. No resistance, friction, or excess force was experienced during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The sheath was retracted until it engaged with the indicator wire cowling and locked with the handle assembly with an audible click. However, the indicator window never changed to solid black. The vcd was securely locked to the vascular sheath introducer. The device will be returned for evaluation.